Event description:
Constant knee problems without signs of infection/only pain/developed constant pain [knee pain]. Case narrative: this case is linked to case (B)(4) (cluster). Initial information was received from germany on (B)(6) 2022 regarding an unsolicited valid serious case from a physician. This case involves an unknown age female patient who had constant knee problems without signs of infection/only pain/developed constant pain while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection (batch number, expiry date, dose, frequency, strength, route, indication: unknown). Information on batch number was requested. Reportedly, doctor asked for information about the product synvisc and side effects that have occurred - constant knee problems without signs of infection, only pain (arthralgia: latency: unknown, required intervention), in 3 patients from the practice after administration of the product, which cannot be influenced by local and systemic cortisone treatment and therapy with electrical stimulation. The doctor asked if there were any findings, tips, experiences, studies to alleviate the newly occurring symptoms. Doctor reported that it was heard by colleagues in 2019, it was not known in this form. The therapy was forced to be discontinued for these patients because they had since developed constant pain. This case was reported because the patient continued to show symptoms despite treatment. Hylan g-f 20, sodium hyaluronate (synvisc) was discontinued on an unknown date. The patient was treated with local and systemic cortisone. At time of reporting, the outcome was not recovered for the event constant knee problems without signs of infection/only pain/developed constant pain. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment for follow up dated 17-jun-2022: follow up information received does not change prior case assessment. This case involves an unknown age female patient who had constant knee problems without signs of infection/only pain/developed constant pain while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. Based on the limited available information, causal relationship between the event and suspect product could not be excluded. However, case would be re-assessed when further information regarding patient¿s past medications, concomitant medications, underlying indication, injection technique, concurrent clinical presentations, and other risk factors becomes available.

Event description:
Constant knee problems without signs of infection/only pain/developed constant pain [knee pain]. Case narrative: this case is linked to case (B)(4) (cluster) initial information was received from germany on 15-jun-2022 regarding an unsolicited valid serious case from a physician. This case involves an 64 years old female patient who had constant knee problems without signs of infection/only pain/developed constant pain while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease, or risk factor. On an unknown date, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection (batch number:9rsp022h expiry date: 31-10-2022) (strength: 16mg/2ml)(dose, frequency, route, indication: unknown). Information on batch number was requested. Reportedly, doctor asked for information about the product synvisc and side effects that have occurred - constant knee problems without signs of infection, only pain (arthralgia: latency: unknown, required intervention), in 3 patients from the practice after administration of the product, which cannot be influenced by local and systemic cortisone treatment and therapy with electrical stimulation. The doctor asked if there were any findings, tips, experiences, studies to alleviate the newly occurring symptoms. Doctor reported that it was heard by colleagues in 2019, it was not known in this form. The therapy was forced to be discontinued for these patients because they had since developed constant pain. This case was reported because the patient continued to show symptoms despite treatment. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: drug withdrawn (discontinued). The patient was treated with local and systemic cortisone. At time of reporting, the outcome was not recovered for the event constant knee problems without signs of infection/only pain/developed constant pain. A product technical complaint (ptc) was initiated on 15-jun-2022 for synvisc (lot/batch: 9rsp022h and expiry date:31-oct-2022) with global ptc number: 100332119. The sample status of the ptc was requested and awaited. Additional information was received on 17-jun-2022 from a physician. Patient age and age group was added. Text amended accordingly. Additional information was received on 15-jun-2022 from quality department: ptc details, batch number and expiry date and suspect strength added. Text was amended accordingly.

Event description:
Constant knee problems without signs of infection/only pain/developed constant pain [knee pain] case narrative: this case is linked to case (B)(4) (cluster) initial information was received from germany on 15-jun-2022 regarding an unsolicited valid serious case from a physician. This case involves an 64 years old female patient who had constant knee problems without signs of infection/only pain/developed constant pain while being treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease, or risk factor. On an unknown date, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate) injection, liquid (solution) (batch number: 9rsp022h expiry date: 31-10-2022) (strength: 16mg/2ml)(dose, frequency, route, indication: unknown). Information on batch number was requested. Reportedly, doctor asked for information about the product synvisc and side effects that have occurred - constant knee problems without signs of infection, only pain (arthralgia: latency: unknown, required intervention), in 3 patients from the practice after administration of the product, which cannot be influenced by local and systemic cortisone treatment and therapy with electrical stimulation. The doctor asked if there were any findings, tips, experiences, studies to alleviate the newly occurring symptoms. Doctor reported that it was heard by colleagues in 2019, it was not known in this form. The therapy was forced to be discontinued for these patients because they had since developed constant pain. This case was reported because the patient continued to show symptoms despite treatment. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: drug withdrawn (discontinued) the patient was treated with local and systemic cortisone at time of reporting, the outcome was not recovered for the event constant knee problems without signs of infection/only pain/developed constant pain. A product technical complaint (ptc) was initiated on 15-jun-2022 for synvisc (lot/batch: 9rsp022h and expiry date:31-oct-2022) with global ptc number: 100332119. The sample status was not available. Ptc stated: complaint: adverse event preliminary assessment: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class had been updated to ii. (Tj 01jun2023) investigation (tj 16jun2023) batch # 9rsp022h, synvisc was manufactured on 14nov2019 with expiration date of 31oct2022 yielding 1,500 kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Customer sample was not available. Root cause could not be determined. Trend analysis: there were a total of 10 complaints for mother lot 9rsp022 and sub-batches. 62749 temperature excursion 9rsp022a 62820 other - product incident report 9rsp022f 63084 package damage 9rsp022 63137 temperature excursion 9rsp022f 63530 temperature excursion 9rsp022c 100082223 plunger issue nos 9rsp022d 100092971 syringe broken before use 9rsp022d 100332110 other adverse reaction nos 9rsp022h 100332118 other adverse reaction nos 9rsp022h 100332119 other adverse reaction nos 9rsp022h. This review has not indicated any safety issue. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Sanofi would continue to adverse events. Trend analysis would be performed on a periodic basis to determine if a CAPA was required. The final investigation for the ptc was completed on 16-jun-2023 with summarized conclusion as 'no assessment possible'. Additional information was received on 17-jun-2022 from a physician. Patient age and age group was added. Text amended accordingly. Additional information was received on 15-jun-2022 from quality department: ptc details, batch number and expiry date and suspect strength added. Text was amended accordingly. Additional information was received on 16-jun-2023 from quality department via other healthcare professional. Ptc results were added. Text amended accordingly.